Event description:
It was rerorted by the rep that (1) tlc75, (9) tcr75, (2) tlc55, (2) tcr55 were used during a small bowel procedure. It was reported by the rep that on 06/02/2000 the pt came in with a small bowel obstruction. The pt returned with a small bowel release and abdominal exploration. A few days later the pt returned for anastomotic leak and laparotomy to bowel resection. The pt returned twice for follow-up and surgery due to anastomotic leak at the staple line.